Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff noticed that there was no energy coming from the endowrist one vessel sealer instrument. There was no patient harm, adverse outcome or injury reported. No further clinical information was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to replicate the initial reported complaint of no energy. Upon initial inspection, there was no blade exposed; however, there was heavy significant debris between the grips of the instrument. An electrical continuity test from the pins to grips passed. The instrument was placed on an is3000 system and passed a self-check. Additional observation not reported by site was that the snake wrist was dislodged. There were no pieces missing. The instrument was placed on the system but would not advance through the cannula due to the dislodged snake wrist. Functional test for energy/cautery was not attempted. Failure analysis verified that there was a gap between the grips which was .005, which was within range of .001 and .007. The grips had an offset of approximately 0.041 in the clockwise direction and 0.0350 in the counter clockwise direction. The width of the blade track was then measured. The width of both blades tracks was approximately 0.024. No other damages were found on the instrument. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and there were no pedal duration logs for cautery. The reported complaint of no energy from the endowrist one vessel sealer instrument does not itself constitute a reportable event. Failure analysis was unable to replicate the reporter's complaint. This failure mode does not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the instrument's snake wrist was dislodged found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.